Event description:
It was reported that during the placement of a vena cava filter, that three of the lower legs were caught in the catheter and the doctor was not able to disengage the filter. The pt was prepped and a recovery cone was used via the jugular to retrieve the filter. The filter fractured during the retrieval attempt and the dr had to use a snare and go back through the right femoral to retrieve the remainder of the filter. Another manufacturer's filter was then placed in the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The filter was discarded by the user facility. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.